Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 07.702.016s, lot: 9f53300, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: october 25, 2019, expiry date: june 1, 2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the vertecem v+ cement kit (p/n: 07.702.016s, lot number: 9f53300) was received at us customer quality (cq). Visual inspection of the complaint device showed the proximal end of the shaft of mixer head component(p/n: 111.00174.000) was broken. The handle of the mixer(p/n: 111.00176.000) was examined and no issues were identified. Additionally, the cement was observed to be solidified inside the mixer. Functional test: functional test cannot be performed due to the broken mixer head and solidified cement. Can the complaint be replicated with the returned device(s)? Unable to perform. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage and cured cement around the damage. Document/specification review: current and manufactured revisions. No design issues or discrepancies were identified. Complaint confirmed? Yes, as the shaft of mixer head component was broken. Investigation conclusion: this complaint is confirmed as the mixer head was broken which could have caused the complaint condition no definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is j&j company representative. Device is not distributed in the united states but is similar to device marketed in the USA. The investigation could not be completed. No conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a vertebroplasty procedure in the operating room, the medical assistant started to prepare the cement for a cementing procedure. When preparing the cement mixture for insertion, the medical assistant pour the solution into the premix powder in the mixer and wanted to start the mixing process by pushing and turning the handle up and down. The medical assistant push and turn the handle up and when he tried to pull it back down, the handle does not move down. It was stuck and when he tried to turn and pull it again, the handle broke and disengage from the mixer tube. Therefore we were not able to use and insert the cement into the patient body. There were another box of similar cement kit and it was used to complete the surgery with no issue. There were no impact on the surgery or patient, just a slight delay of 5 mins. The cement kit that has broken is from lot 9f53300 and a similar cement kit that was inserted into the patient and used to complete the surgery was lot 0c53330. The procedure successfully completed and no fragments. Concomitant device reported: unknown mixer (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is for (1) one vertecem v+ cement kit. This report is 1 of 1 for (B)(4).